Event description:
A 4 french micropuncture sheath fracture with loss of sheath into left pulmonary artery. Sheath was eventually returned from artery using intravascular snare device. Pt referred for tunneled central line placement. During the procedure, it was noted that 4f micropuncture sheath was sheared near the hub. This was noted while removing the sheath from the internal jugular vein. The sheath was seen in the superior vena cava under fluoroscopy., attempt was made to retrieve the sheath via a right femoral vein approach, however the fragment was noted to travel from the svc to the left pulmonary artery. Multiple attempts were made at retrieval, however, due to risk of trauma and arrhythmia, procedure was aborted. Repeat procedure 2 days later, was successful at retrieval of fragment. The pt was asymptomatic during this time.